Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - user error - meal announcement misuse.

Event description:
On (B)(6) 2025 the user experienced repeated hypoglycemia overnight with bg as low as 53 mg/dl. The user treated the low bg episodes with glucose tabs, juice, and candy but bg did not remain stable until morning. No ems or hospitalization was required.